Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was selected for dilation. However, during introduction, it was noted that the delivery shaft was fractured. The procedure was completed with a different device. No patient complications were reported and patient status was stable.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was selected for dilation. However, during introduction, it was noted that the delivery shaft was fractured. The procedure was completed with a different device. No patient complications were reported and patient status was stable. Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter batch 22062121. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 77.2cm from the hub. Microscopic examination revealed no additional damages and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in a coronary artery. A 3.5mm x 12mm quantum maverick balloon catheter was selected for dilation. However, during introduction, it was noted that the delivery shaft was fractured. The procedure was completed with a different device. No patient complications were reported and patient status was stable. Device evaluated by manufacturer: returned product consisted of a quantum maverick balloon catheter batch 22062121. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 77.2cm from the hub. Microscopic examination revealed no additional damages and the balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.